Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no audio from the speaker.¿. The unit was triaged and the customer¿s reported condition was confirmed. Capacitor (c169) of the buzzer circuit had been displaced from its original position. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-19. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump had no audio from the speaker.